Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the physician had difficulty implanting the trial lead due to patient anatomy. Shortly after the procedure, the patient experienced pain in the left upper extremity. The physician thinks the issue was likely related to nutritional myelopathy. The lead was removed and the pain was subsiding. The patient is currently recovering in a rehabilitation facility.